Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the universal surgical manipulator (usm) 3 to resolve the reported issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm 3 was analyzed and found in artemis, the ¿319¿ error was found indicating node 192 is not present at startup on the usm 0x3 axis, confirming the fault occurred in the field. Upon visual inspection, no issues were found that would be related to the reported event. The usm was installed onto a golden system where the ¿319¿ error was triggered indicating fault on the ¿0x3¿ axis, replicating the reported event. The usm was then installed onto a fixture test platform (pftp) where check all board test was found to be failing on the 0x3 axis. Once testing was completed, the acs-accp, was aba tested and was verified to be the source of the fault. The complaint was confirmed based on the field evaluation/failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis was able to conclude that the acs board and carriage accp was found to be the root cause of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, during system setup due to a persistent error 319 on universal surgical manipulator (usm) 3. Before the call, the staff restarted the system twice without resolving the issue. Technical support reviewed system logs, finding that error 319 indicated usm3 was not responding. The staff were guided through a hard power cycle and exercised usm 3, but these steps did not resolve the error. The customer proceeded by disabling usm 3 in order to continue. Isi field service engineer (fse) was dispatched to site to further troubleshoot. The procedure was completing as planned with no reported injury.